Event description:
The device was used during a thoracoscopy procedure. Difficulties were experienced opening and closing the device. Additionally the instrument would not cut. The surgeon used another instrument to complete the procedure. No pt injury reported.